Event description:
Boston scientific received information that during a recent implant of this device system a perforation occurred which required the patient to be given a chest tube.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.